Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the cutting wire was broken and kinked at the handle section. The kink was observed to be close to the broken section. Functional inspection was not performed due to the device condition (broken cutting wire). It was found during the investigation of the returned device that the cutting wire was broken, which would limit the device's ability to cut; consequently, confirming the reported complaint. The failures noted could have been generated during manipulation of the device. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a microknife rx 3l needle knife was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the microknife rx 3l needle knife was unable to cut. The procedure was completed with a second microknife rx 3l needle knife. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; broken cutting wire.